Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to corroded motor home switch. Analysis was unable to perform displacement test or no delivery test or verify for battery out limit alarm due to motor error alarm.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had motor error alarm, battery out limit, and no delivery alarm. The blood glucose at the time of the incident was 151 mg/dl. The customer received a no delivery alarm and began to change the set. Then the pump alarmed motor error, and the piston keeps moving forward. The customer states the drive support cap appears normal and was not exposed to a high magnetic field. The customer states they are not able to complete the rewind. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.